Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a pediatric user experienced hyperglycemia after caregivers performed a supply and infusion site change on the ilet system without completing the fill tubing step and while using a teflon inset that was later described as improperly inserted, with a previously removed set noted to have a bent cannula; fingerstick values were reported as high and up to 481 mg/dl, and agents assisted with completing a full supply change, priming, and subsequent site-only replacement with insulin delivery resumed. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no hospitalization and continued monitoring until glucose trended downward. Investigation included guided troubleshooting, confirmation of tubing priming with visible drops, inspection for leaks or kinks, verification of insulin delivery resumption, and inspection for a bent cannula upon site removal. Investigation of this case revealed user-related supply change errors, including failure to prime and likely improper infusion set insertion, which are consistent with infusion set or use-related delivery issues that can lead to hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user error related to infusion set handling and priming. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.